Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the hub broke off of the patient's drainage catheter, requiring an additional procedure to replace it. Aside from this, there were no further injuries to the patient.